Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between the device and the reported right ventricular failure could not be determined through this evaluation. It was reported that on (B)(6) 2018, (post-implant day 8), moderate to severe right ventricle (rv) dysfunction was noted upon echo review. The patient was treated with dobutamine. In addition, the center continued treatment with diuretics (lasix and metolazone) as needed to keep central venous pressure (cvp) in the range of 8-12 mmhg in the setting of rv failure. This was also corrected with reintubation along with the continued adjustment of inotropic medications. The outcome of the right heart failure event was reported as resolved on (B)(6) 2018. No alarms or functional issues with the lvas were reported in association with the event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6) , and no additional related events have been reported at this time. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2018, the patient presented with right heart failure. Upon an echocardiogram (echo) review, right ventricular (rv) moderate to severe dysfunction was noted. The patient had mixed venous pressure last 24 hours 42-53 mmhg. Rv support was maintained with dobutamine. The patient continued to diurese with lasix and metolazone as needed to keep central venous pressure (cvp) 8-12 mmhg in setting of rv failure; which was also corrected with reintubation along with the continued adjustment of inotropic medications. The event reported to have resolved on (B)(6) 2018.